Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
The procedure was performed to treat a target lesion in the heavily calcified right superficial femoral artery (sfa). The emboshield nav6 embolic protection device was advanced over a non-abbott .014-.017 guide wire. The procedure was performed without issue; however, when removing the emboshield filter, the filter came off the guide wire. The filter was able to be snared and removed without adverse patient effect. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the device and viper guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted the emboshield nav6 embolic protection system electronic instructions for use warns: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. In this case, because the viper used in this case is also equipped with a step to prevent the filter from coming off, it could not be determined if the off-label use contribute to the difficulty. Based on the information provided, the investigation was unable to determine a cause for the reported difficulties. It may be possible the full embolic load contributed to the difficulty; however, this could not be confirmed. Additionally, the treatment appears to be related to the operational context of the procedure as the filter was removed using a snare device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.